Manufacturer narrative:
Approximate age of device ~ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that the patient came back to hospital because the patient had high level of lactate dehydrogenase (ldh). The team suspected pump thrombosis. The healthcare providers will explore patient with echocardiogram and ramp test. After obtaining the results of the echocardiogram. The patient underwent a pump exchange on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number vad-(B)(4). The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. Approximately 1" of the sealed outflow graft was also returned detached from the device. The sealed outflow graft bend relief and bend relief collar were not returned. Upon disassembly of the sealed inflow conduit revealed a pink, tissue-like thrombus formation that was adhered to the lumen of the knitted graft. The structure observed in the knitted graft, as well as its strong adherence to the blood-contacting surface, suggests that the tissue lining developed within the knitted graft over an undetermined amount of time while the device was supporting the patient. The biological lining appeared consistent with poor surface washing due to a low flow condition. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The pump was exchanged on (B)(6) 2019 and the patient remains ongoing on the replacement device. No further information was provided. The manufacturer is closing the file on this event.